Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient through a läkemedelsverket user report (reference number (B)(4) that the patient developed an abscess at the pod site (thigh). The patient initially experienced pain on the thigh. The pod was removed and the infusion site was observed to be swollen and red. The 'pimple' like swelling worsened over time, which developed into a large abscess. The abscess was drained at the health centre and the patient was prescribed antibiotics. This was reported to become a bacterial infection and a deep wound. The patient was also reported to require dressing change 3 times a week.